Manufacturer narrative:
Correction: d4 and h4 (omitted on initial report). D4: unique identifier (UDI) #: replace ni with (B)(4). H4: manufacture date: replace ni with 08/17/2023.

Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set broke which resulted in a leak. This occurred during an unspecified process step of peritoneal dialysis therapy; further described as ¿during on/off of twist lock and it gets free¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.